Manufacturer narrative:
Correction to date of explant. Reported event: an event regarding revision involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review : not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as the reason for the revision surgery, product details, product return, pre- and post x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non- conformity or unanticipated hazard.

Event description:
In reporting a revision of patient's left hip (B)(6) 2017, rep reported that patient had had a revision of the acetabular shell, liner, and head in 2011. The stryker stem which was implanted in 1997 remained in the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's left hip (B)(6) 2017, rep reported that patient had had a revision of the acetabular shell, liner, and head in 2011. The stryker stem which was implanted in 1997 remained in the patient.